Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00087, 00088, 00089, 00090, 00091 and 00092.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on 2008 and a cardiovascular event on or about (B)(6), 2009 and subsequently expired on or about (B)(6), 2009 after the use of the product.